Manufacturer narrative:
Upon receiving the complaint, product from the same lot was removed from inventory for testing. While there was determined to be some variations of force needed to remove the bipolar forceps from the cord, all forces were found to be within conformance per the standard recommendedations for pull force. The devices from the facility were returned as well. These devices were also tested, and found to be within conformance. The forceps will not fall out on their own, however if the cord is caught on something during use and the forceps are pulled, it can come out of the female connector of the cord. There has been a total of (B)(4) forcep and cord combinations sold, with no additional complaints recorded. This is an isolated event with no fault found in either the forceps or the cord. We will continue to track and trend for any future complaints. This can be seen as the final report. If additional information is obtained that alleges additional patient involvement or information pertinent to the investigation, a follow up report will be submitted.

Event description:
The customer alleged that the disposable forceps do not securely attached to the supplied bipoloar cord that come with the forceps in the package. This is concerning because the tips are sharp and they have been falling off intra operatively. There was no patient harm.